Event description:
The consumer reported receiving burns to her lower leg from the heating pad. She reported laying on top of the heating pad while in bed. The instructions for proper use state not to lay or lean against the heating pad or to use while in bed.